Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2025. A female patient was injected on 18-dec-2024 with rha 2 on unknown area. On the same day, the patient received 84 units in total of botulinum toxin (daxxify) in the glabella (24u), crow's feet (50u) and mentalis (5u). On the same day after the injections, on (B)(6) 2024, according to the injector, the patient presented symptoms of potential bell's palsy caractherized by a slight paralysis of the right side of the face accompanied with slight swollen eyelid and inability to open right eye. As treatment, the patient was prescribed steroid and the symptoms improved. On 17-jan-2025, based on the primevigilance assessment from medical reviewer and revance's confirmation that symptoms were not related to rha 2, the case was downgraded to non-reportable. However, on 07-feb-2025, teoxane's medical expert didn't ruled out the relatedness of the symptoms with the use of rha 2; thus, the case was upgraded and assesed as reportable to the FDA. Indeed, according to him, there are potential causes linked to ha filler injection, but very seldom: direct injection into a facial nerve of rha2. Compression of the nerve by ha filler. Allergic reaction to filler or botulinum toxin. Bell's palsy following injection/trauma to the face. Moreover, he confirmed that the reladtness of the symptoms with the injection of rha 2 was not assessable given the few information provided. Despite reminders, no updates were provided about the patient, thus the case was closed as is.

Manufacturer narrative:
Local reactions that may manifest as partial facial paralysis after injection are rare but well-known and documented adverse reactions to hyaluronic acid filler injections. These reactions are related to the traumatic environment of the injection, vary according to injection volume, technique, and patient factors, and are usually resolved spontaneously. Several causes have been hypothesized: direct nerve damage by the needle during injection, injection of filler into the nerve, or tissue compression (by the product or by tissue swelling following the procedure). In turn, this can induce transient paralysis in the affected areas. In addition, the risk of such adverse reactions is mentioned in the instructions for use of teosyal products. A quick treatment with hyaluronidase sessions leads to a quick resolution without sequelae. Less commonly, a transient bell's palsy or marginal mandibular nerve dysfunction has been seen and may last several weeks. The mainstay of acute management of bell's palsy is a short course of high-dose oral steroids. Additionally, the recommendation to not inject close to a nerve and avoid damaging a nerve is mentioned in the instructions for use of this teosyal product. Considering the localization of the adverse event, the lack of information regarding injection site and the concomitant injection of botulinum toxin in the glabella, crow's feet and mentalis, the relatedness of the symptoms with the injection of rha 2 has been assessed as not assessable. However, similar complaints remained monitored should any signal be detected.